Event description:
On (b)64) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying a battery indicator. Per the owner¿s booklet, the battery symbol appears on the meter display by itself when the meter battery does not have enough power to perform a test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the battery symbol appeared on (B)(6) 2013. The patient manages her diabetes with novolog and lantus insulin. The patient denied taking any action in regards to her usual diabetes management regimen after the meter issue began. The patient reported feeling shaky and weak a couple of days after the issue started; however, denied receiving medical treatment. At the time of troubleshooting, the cca noted the patient had not replaced the subject meter¿s battery as recommended in the owner¿s booklet. The patient did not have a new battery to insert at the time of the call. Replacement product was sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.